Manufacturer narrative:
On october 19, 2023, mentor became aware that the patient experienced failed implants. Patient underwent bilateral explantation and replacement with catalog number 3502751bc; serial number (B)(6) on the left side, and with catalog number 3502751bc; serial number (B)(6) on the right side on (B)(6) 2023. Right side device was found intact. On october 26, 2023, the mentor failure analysis lab received the device for evaluation. On october 29, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the gel mod-rnd 275cc returned device. Leak testing was performed, according to the mentor procedure, and it identified two (2) tears (a & b) within areas of shell abrasion, measuring approximately 0.6 cm and 0.2 cm respectively. The evaluation determined that the possible cause of the ruptures is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 left side pain was also reported in addition to left rupture and patient underwent right side prophylactic removal which was mistakenly not reported under previous submission. Patient underwent bilateral explantation and replacement with catalog number 3502751bc; serial number (B)(6) on the left side, and with catalog number 3502751bc; serial number (B)(6) on the right side on (B)(6) 2023. Right side device was found intact. On october 30, 2023, device re-evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the gel mod-rnd 275cc returned device. Leak testing was performed, according to the mentor procedure, and it identified two (2) tears (a & b) within areas of shell abrasion, measuring approximately 0.6 cm and 0.2 cm respectively. The evaluation determined that the possible cause of the ruptures is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Also, after clinical/secondary review of this file performed on (B)(6) 2023 right side prophylactic removal is also being reported separately in addition to left side pain and rupture. Reason for device explant and/or reoperation: left rupture, and pain. This supplemental medwatch report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4) patient also experienced left side pain and was mistakenly not reported under previous submission.

Event description:
It was reported that a 52-year-old caucasian female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The patient underwent bilateral replacement surgery with catalog number 3502751bc; serial number (B)(6) on the left side, and with catalog number 3502751bc; serial number (B)(6) on the right side on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).